Event description:
During aaa repair in 2008, after placement of the flex main body graft, the top cap got caught on the barbs of the top stent and pulled them down on one side so that they were smashed up against the wall of the graft and it pulled the graft down. The physician then deployed another flex main body graft inside the other graft and obtained a good seal. The patient is now at home and doing well.

Manufacturer narrative:
Evaluation: still under investigation.